Event description:
Procedure performed: robot-assisted gastrectomy. Event description: when the handle was push and the specimen bag was deployed, the specimen bag and support wire were separated at first use. No patient injury or illness associated with this event. Replaced to a new hospital inventory cd004 and procedure was completed. This event unit will be returned. Additional information received 04sep2025 by email from amj ra/qa specialist: I got a response from pic including the additional information as below. The support tips were exposed inside of the patient. However, they did not contact with any organs and abdominal wall. The doctor thinks that the support wire support wire was not inside the slit in the pouch, even though it should have been, so the issue occurred. Intervention: replaced to a hospital inventory new cd004 and the procedure was completed. Patient status: no patient injury indicated.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: robot-assisted gastrectomy. Event description: when the handle was push and the specimen bag was deployed, the specimen bag and support wire were separated at first use. No patient injury or illness associated with this event. Replaced to a new hospital inventory cd004 and procedure was completed. This event unit will be returned. Additional information received 04sep2025 by email from amj ra/qa specialist: I got a response from pic including the additional information as below. The support tips were exposed inside of the patient. However, they did not contact with any organs and abdominal wall. The doctor thinks that the support wire support wire was not inside the slit in the pouch, even though it should have been, so the issue occurred. Intervention: replaced to a hospital inventory new cd004 and the procedure was completed. Patient status: no patient injury indicated.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the specimen bag falling off the metal supports. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the exact cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.